Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on (B)(6)2025, that during a novasure procedure the physician was using the suresound for the first time with the assistance of a territory manager. While attempting to complete the assessment, the width dial would not get out of the red zone. The physician kept trying and added a tenaculum. After the 5th attempt of trying to pass the assessment, the territory manager suggested scoping the patient to ensure there was no perforation. When doing so, the physician noticed a perforation at the fundus on the left side. The procedure was aborted. There was no bleeding noted, and no diagnostic laparoscopy was performed. No other information is available.